Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0h9v5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that therapy was not working and they needed assistance adjusting stimulation. This occurred in (B)(6) of 2015. The device in her body seemed loose and was moving around. This occurred in (B)(6) of 2015. She did not have a fall or trauma. The patient was feeling stimulation. The patient was assisted with adjusting stim to program 2 at 0.8 volts to 1.5 volts and the therapy was on. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she could move the device about an inch all ways. She had pretty good control in the daytime but was up every 2 hours at night. The patient was reportedly very sore all the time. The patient was going to have her urine checked on the day of this report.